Manufacturer narrative:
D4 - primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.

Event description:
During a normal device exchange procedure, it was difficult to remove the lead from the header of the device. After using three hex-wrenches, the lead was able to be removed from the device.

Manufacturer narrative:
The reported event of the physician had difficulty untightening the v-setscrew was confirmed. Analysis revealed that the v-setscrew inset was completely stripped by the user/physician. Once the setscrew inset is stripped it will become difficult to engage to untighten it with the wrench. No other device anomalies were found. Stripping occurs when the user of the torque wrench is incorrectly inserting the wrench into the setscrew inset. This problem is related to the user/physician¿s incorrect use of the torque wrench.